Event description:
It was reported a revision has taken place to remove revolve polyaxial screws that were found broken post operatively. This event occurred in germany.

Manufacturer narrative:
The device was unavailable for evaluation. It was reported that 45mm long revolve polyaxial screws implanted at s1 in 2014 were found to be broken. The implants were removed from the patient during the revision surgery; however, the implants were not returned for evaluation. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.